Event description:
It was reported to boston scientific corporation that a trapezoid basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) stone retrieval procedure performed on an unknown date. During the procedure, a trapezoid basket was used in conjunction with an alliance lithotripsy device in an attempt to crush a stone. However, the handle cannula detached while the stone was still inside the basket, and the basket could not be open or close anymore. The stone got stuck inside the basket and cannot be removed from the common bile duct. A wire cutter was used to dismantle the trapezoid and let loose the stone, and the basket was safely removed from the patient. The procedure was completed with a bml device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: the exact date of the event is unavailable. The provided event date was chosen as a best estimate based on the reported date of (B)(6) 2023. Block d4, h4: the complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. H6: imdrf device code a0501 captures the reportable event of handle cannula detachment. Imdrf impact code f2301 captures the reportable event of wire cutter was used to dismantle the trapezoid basket.